Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the device, as it is capped off inside the patient. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The event will be repopened if additional information becomes available.

Event description:
It was reported this chronic atrial lead was capped due to low impedance, was less than 190 ohms. The lead was actively implanted for approximately 12 yrs.